Manufacturer narrative:
(B)(4): the customer reported that the ac power light powers up much later, the device takes two minutes to power up. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac power light powers up much later, the device takes two minutes to power up. No pt involvement was reported.